Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds leading to increased battery drain of the implantable pulse generator (ipg). During the changeout procedure, a temporary wire was placed through the left femoral vein. The rv lead and ipg were explanted and replaced. No patient complications have been reported as a result of this event.